Manufacturer narrative:
(B)(4). It was report that the device continuously fails on operational checks. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was report that the device continuously fails on operational checks. There was no pt involvement.